Event description:
It has been reported that the end user's right foot is all bruised up and swollen from unintended acceleration of a tdxsp-cg power chair. The mother of the end user states there are two holes in the living room wall because of the unintended acceleration. No reports of medical intervention was sought.